Manufacturer narrative:
The pump passed the displacement test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alarm. Customer stated that insulin delivery will stop within 30 minutes due to low power. Customer stated that he had not received a low battery alert prior to replace battery alert. Customer stated that battery cap was not loose, cracked or damaged. Customer stated that replace battery alert occurred second times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.